Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the tip of the threaded locking cap driver broke off in the set screw. The screw and rod were removed as a result.